Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported being unable to duplicate the reported event. The fsr performed the user verification test and reported the unit meets factory specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays oxygen inlet error alarm. The customer performed troubleshooting by tightened the inlet hose nut but after doing so, the unit displayed a ventilator inoperable alarm condition. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.